Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. Model# and lot# of other onyx involved: model#: 105-7100-080; lot#: 7913561; dom: 11/03/2009; exp: 08/01/2012. Model#: 105-7100-080; lot#: 9387299; dom: 12/13/2010; exp: 11/01/2013. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported that the catheter was difficult to removed during procedure. The patient was slow to wake up from anesthesia and pupils noted to be dilated. CT scan showed subdural hematoma. The family requested withdraw of care and the patient expired on (B)(6) 2011. Same event as MDR# 2029214-2011-00068.